Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stents was used during an esophageal stent placement procedure performed on (B) (6) 2002 ((B) (6) male; weight unknown). According to the complainant, stent was placed on (B) (6) 2002 to seal s post-lobectomy fistula and aid in the healing of the leak. If healing failed the stent was intended as a bridge to surgery. Three weeks later, on (B) (6) 2002, stent migration was reported. Surgical repair of the post-lobectomy fistula, using a partial esophagectomy with colonic interposition was performed and the migrated ultraflex stent was removed during the surgery. The patient's condition at the conclusion of the procedure was reported as ¿resolved¿. This complaint was reported as part of a retrospective review therefore only limited information is available. Since the initial MDR was filed, the following information was received. The patient's condition was reported as good. The device was not used past the expiration date. Unrelated to the stenting, the patient needed pneumatric dilations of the eso-colonic anastomotic stenosis. The patient was also reported to have a history of lung cancer and gerd. Since the initial MDR was filed the investigation has been concluded.

Manufacturer narrative:
As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states the device was used for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. Stent migration is also listed as a post-placement complication. As the device was not used in accordance with the dfu, this investigation has been assigned the most probable root cause of user/use error.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during an esophageal stent placement procedure performed in 2002. According to the complainant, stent was placed the same day, to seal a post-lobectomy fistula and aid in the healing of the leak. If healing failed the stent was intended as a bridge to surgery. Three weeks later, stent migration was reported. Surgical repair of the post-lobectomy fistula, using a partial esophagectomy with colonic interposition was performed and the migrated ultraflex stent was removed during surgery. The pt's condition at the conclusion of the procedure was reported as "resolved." This complaint was reported as part of a retrospective review therefore only limited info is available.